Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: per visual inspection; missing door and peeling downstream occlusion (dso) seal. The reported problem of "does not power on" was not verified by functional testing. The cause was the printed wiring assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating ¿does not power on. Found during testing, no patient harm¿; during device evaluation it was found that the device had a peeling downstream occlusion (dso) seal.